Event description:
It was reported that balloon tear occurred. During the procedure, following stent deployment, a 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected for use and advanced to post dilate the lesion; however, the balloon failed to inflate. After several attempts, the physician removed the device and found out that even with careful prepping and inspection, the balloon is not inflating. The physician suspected a tear on the balloon material but since the device was bloody, balloon tear was not confirmed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).